Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus. During troubleshooting with tandem technical support it was determined that the customer had changed their correction factor earlier in the day and set the correction factor incorrectly. Reportedly, customer set the correction factor to 1 unit of insulin for every 4 grams of carbohydrates instead of 1 unit of insulin for every 40 grams of carbohydrates. Customer's blood glucose level was 166 mg/dl.